Manufacturer narrative:
The device was returned for analysis. The separation of the guide was confirmed. The difficult to remove is related to procedure conditions and cannot be replicated in a lab environment. Reportedly, the procedure utilized a 14f sheath and a post close attempt. It should be noted that the prostyle instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU violation did not contributed to the reported difficulties with the device. The lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulties and subsequent treatment appears to be related to procedure circumstance. In this case, based on the information provided and the returned analysis, it is likely the guide broke during insertion then separated during removal. The damage noted to the posterior needle tip indicates a posterior cuff miss which can occur if the guide is displaced due to a break. The anterior cuff was also without contact indicating a bilateral cuff miss supporting the early guide break. With the guide broke removal resistance would increase due to the position of the guide leading to the separation of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6: device code 1494 clarifier - indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle devices after an impella removal procedure with a 14f sheath. Placement of the first prostyle suture was seemingly successful. Reportedly, when attempting to place the second prostyle, despite only minimal resistance during removal, the distal guide broke away from the proximal guide. The patient was taken to surgery to remove the portion of the device in the patient's anatomy. During surgery, it was noticed that the suture of the first prostyle was nowhere near the vessel [malposition]. Hemostasis was achieved surgically. A clinically significant delay of 1 hour was reported due to the required surgery. No additional information was provided.